Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. It was unable to verify the high pitched noise, constant tone or vibrating due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that insulin pump was dropped in the lake. It was stated that after the water exposure, the display went blank and the device had a constant tone and was vibrating without an alarm or alert. Customer's blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.